Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated device replacement procedure, the right ventricular (rv) lead was noted to be externalized, which was confirmed with fluoroscopic imaging. The rv lead was capped and replaced and the patient was stable.